Event description:
Hosp chief CT tech reported approx. 20cc of air was injected into pt via a lf injector using a 125ml prefilled syringe. Pt was observed for 2 hrs and CT scan was redone. Chief CT tech felt certain that the air injection was a result of operator error due to nurse not replacing the used prefilled syringe from previous procedure with a new prefilled syringe. Pt was reported in good physical shape. Lf service rep. Evaluated injector on 10/9/96 and found it to be functioning properly. Lf sales rep performed in service for 15 hosp staff on 10/16/96.